Event description:
A user facility reported that following insertion of an intraocular lens (iol), it was noted that one of the haptics was broken. The incision was enlarged and the iol was removed and replaced. In a follow up, the surgeon reported that a posterior capsule tear also occurred. The replacement iol was placed in the sulcus. Extra sutures were required to close the incision. The surgeon reported the event had resolved.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (returned). In addition, the info on the returned questionnaire indicated the account used an unapproved cartridge for this lens model. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not MFR related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/06/2009 by fax and mail. A completed questionnaire was received on 11/03/2009.